Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
Customer called to report that they noticed that system solutions had leaked out of the system solutions drawer and outside the footprint of the instrument. Customer believes the leak is lysis due to the liquid crystallizing where it leaked out. Technical application specialist (tas) asked if the customer had been exposed to the spill or if it was a slip hazard and the customer stated that this was not the case. Tas asked the customer to utilize proper personal protective equipment (ppe) to clean up the spill as best they could with distilled water/detergent mixture, followed by 95% ethanol/70% isopropyl alcohol. Tas advised performing this cleaning a few times on the spill outside the instrument and inside the system solutions drawer. Tas asked the customer if they had identified where the spill had originated from and the customer believed that it had originated at the reservoir. Tas asked the customer to power off the instrument at this time and a field service engineer (fse) would be dispatched for further troubleshooting. Fse arrived on site in order to locate the source of the leak. The system solution drawer and bulk fill robot were cleared of any lysis that was built up and crystalized. Connection for tubing that connects transfer pump to lysis reservoir was cross threaded and leaking at the transfer pump. Tubing was replaced and instrument was returned to the customer for use. There was no report of injury or exposure in association with this leak. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
Investigation into this complaint included a review for instances related to tubing between the lysis reservoir and lysis transfer pump with a cross-threaded connection at the transfer pump resulting in a leak on the alinity m system, ln 08n53-02. The service history review, nonconformance (nc) / corrective and preventive action (CAPA) search and complaint history review identified no additional quality records related to the issue under investigation. Review of the alinity m system operations manual determined the product labeling is sufficient to address the reported complaint. In addition, the alinity m system operations manual includes information regarding the reported error code(s). Based on the results of the investigation, a product deficiency was not identified for the system solutions reagent cradle and transfer tubing, pn 56-190033. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level). Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s)) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. Note: risk assessment which was previously opened for leaks did not necessitate field action because the frequency of the occurrence of the hazards (physical (slip/fall), chemical or biohazard), was determined to be improbable. It is only upon implementation of this mitigation in the field for leaks that an action is being taken. Fa-am-mar2025-306, was issued on march 20, 2025. This action was deemed reportable as an fsca. The field corrective action was issued as an urgent field safety notice / field correction recall letter providing customers background on the issue, potential impact and necessary actions. See below for list of mdrs associated with fa-am-mar2025-306: 3005248192-2025-00086, 3005248192-2025-00129 follow up 01, 3005248192-2025-00035 follow up 01, 3005248192-2025-00045 follow up 01, 3005248192-2025-00044 follow up report 1, 3005248192-2025-00043 follow up report 1, 3005248192-2025-00100 follow up report 1, 3005248192-2025-00002 follow up report 1, 3005248192-2025-00054 follow up report 2, 3005248192-2025-00162 follow up report 1, 3005248192-2025-00132 follow up report 1, 3005248192-2025-00161 follow up report 1, 3005248192-2025-00164 follow up report 1, 3005248192-2025-00060 follow up report 1, 3005248192-2025-00059 follow up report 1, 3005248192-2025-00188 follow up report 1, 3005248192-2025-00206 follow up report 1, 3005248192-2025-00208 follow up report 1, 3005248192-2025-00218 follow up report 1, 3005248192-2025-00219 follow up report 1, 3005248192-2025-00157 follow up report 1, 3005248192-2025-00167 follow up report 1, 3005248192-2025-00226 follow up report 1, 3005248192-2025-00230 follow up report 1, 3005248192-2025-00163 follow up report 1.